Event description:
Related to MFR report # 2183959-2012-01134. The plaintiff was implanted with an ams apogee graft on (B)(6) 2007, to treat the plaintiff for stress urinary incontinence and pelvic organ prolapse. It was alleged that as a result of the implantation, the plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and loss of bodily organ system, and has undergone or will undergo corrective surgery or surgeries," emotional distress and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.